Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The baton was connected to a test monitor and when the baton was moved, the image cut in and out. The baton has been replaced and the returned device has been scrapped.

Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope avl monitor, catalog: 0570-0314, sn: (B)(4),

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton's cable was kinked so when the baton was moved, the image cut in and out. A delay in the procedure of two minutes occurred as a competitor's device was obtained. No harm to patient or user was reported.